Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a compromised force sensor system alarm. Customer's blood glucose reading was unknown. Alarm occurred during rewind sequence. The customer was advised to discontinue the device and revert to a backup plan. The device was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed operating current, unexpected restart error test, displacement test. However, the device alarmed prime during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to prime alarm. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.